Event description:
Curlin pump 4000 cms was programmed to deliver 3000ml of hydration (d5lr with 18mg zofran) intravenously over twenty hours at a rate of 150ml/hr. Infusion completed in approximately 14.5 hours. Pump was programmed correctly. The bag did have 300ml volume. Three days later, a different curlin pump 4000 cms was programmed to deliver the same solution over the same time. Infusion finished approx 4 hours early. Again, pump was programmed correctly and hydration volume correct. Having the curlin co examine each pump as soon as possible.